Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed. Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that outside of surgery the device turned off and does not work when placed on. No patient involvement. No harm or surgical delay. Diligence is complete.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: czechia.